Manufacturer narrative:
(B)(4).

Event description:
User facility medwatch# (B)(4) received: during a laparoscopic supracervical hysterectomy procedure, scalpel stopped working, possibly due to contact with an endoscopic staple line. Harmonic was pulled off of the field and the jam of the handpiece fell apart. Both pieces of the jaw were intact when pulled off of the field. Per the report the device will not be available for analysis.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.